Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2019-13690. It was reported that the patient presented with systemic infection. The cause of the infection was unknown. Patient presented for extraction procedure on (B)(6) 2019. The implantable cardioverter defibrillator and right ventricular lead was explanted. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.